Manufacturer narrative:
(B)(4).

Event description:
It was reported that the set screw would not loosen. The wrench appeared to be set appropriately but no clicking was observed and multiple wrenches were used to no effect. It is suspected that the set screw may have been stripped. Physician was eventually able to loosen the screw after which the device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported set screw anomaly was confirmed in the laboratory. The atrium set screw was noted to be stripped.